Event description:
It was reported that the procedure was to treat a highly calcified lesion in the ostial circumflex artery with two right angle curves. Pre-dilatation of the target lesion was performed using an unspecified balloon dilatation catheter (bdc). A 2.25x18 mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and was not able to cross due to the patient anatomy. The sds was removed and the bdc was advanced a second time to perform additional dilatation at the target lesion. The bdc was removed and the sds was re-advanced a second time and was not able to cross due to the patient anatomy. The sds was removed and the bdc was advanced a third time to perform additional dilatation at the target lesion. The bdc was removed and the sds was re-advanced a third time and was not able to cross due to the patient anatomy. Upon removal of the sds from the patient anatomy, it was noted that the stent was missing from the balloon and the dislodged stent was discovered in the ostial circumflex. The dislodged stent remained on the guide wire and an additional guide wire was advanced alongside of the dislodged stent. An unspecified balloon catheter was then advanced and used to crush the stent against the vessel wall of the ostial circumflex. The target lesion was treated with balloon angioplasty only. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.